Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining inside the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "< inspection of the endoscope> 8 inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported a loaner asset (evis lucera elite gastrointestinal videoscope) had poor air/water supply. There was no reported user or patient harm associated with this event. During incoming inspection, it was determined the nozzle had foreign objects due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The amount of air supplied was insufficient due to clogging of the air/water nozzle. The amount of water supplied was insufficient due to clogging of the air/water nozzle. In addition to evaluation, watertightness was not maintained due to cracks in the internal parts of the up/down knob. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. There were scratches on the right/left angle fixing knob. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were found on the operation part. Discoloration of the operation part was recognized. There were curved rubber scratches. Scratches were found on the switch box. Scratches were found on switch button 3. The suction cylinder was scraped. Scratches were on the operation unit cover. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. Scratches were found on the scope connector. There were scratches on the scope connector cover. Protector of universal cord on scope connector side had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.